Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended throughout the evaluation.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the gas system is successfully calibrated at 15:16:24. At 15:21:39 the flow knob is used to set flow to 16.65 liters per minute (l/min). At flows > 10 l/min, fraction of inspired oxygen (fio2) becomes knob adjust only although the user is not notified. Fio2 was last at 21% and attempts to increase fio2 on the central control monitor (ccm) resulted in naccs from the gas system. This would cause the fio2 slider to return back to 21%. There is no way to know from the log if flow was actually 16.65 l/min, but that is what the flow meter measured. Eventually the ccm slider was used to set flow to 4.93 l/min and then 10 l/min. Since the flow was not set > 10 l/min the ccm fio2 slider was successfully used to set fio2 to 0.872 (87.2%). There was no indication of a hardware problem with the gas system in the log but it was possible the flow meter was incorrectly reading flow higher than it actually was. The flow meter should be tested for accuracy. The service repair technician (srt) was unable to duplicate the reported complaint. He installed a new flow meter as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's sales manager, the ccm slide was not working due to the gas system issue. The field service representative (fsr) was not able to duplicate the reported complaint. He replaced the epgs as a preventive measure. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic gas patient system (epgs) had a gas system failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2019, the epgs calibrated and passed calibration without issue. The team noticed that the flow from the epgs to the oxygenator, through the external flow meter, was approximately 0.5 to 1.5 liters per minute (l/min) lower than their set point. The perfusionist did not recall what the actual reading on the central control monitor (ccm) was. There was no apparent leaks in the gas system set up. He stated that the team noticed that during the case, the patients partial pressure of carbon dioxide (pco2) value was higher than expected for the set flow rate. The team was able to adjust the sweep from the ccm without issue, and used their external flow meter as the true flow rate. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.